Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, consistent with a failure to infuse due to a motor component, and the patient and caregiver were guided to change all supplies and clear the alert, after which the alert resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s caregiver and analysis of the information provided. Investigation of this case revealed a communications problem identified during support and a device issue consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.